Event description:
While replacing tubing on a cell-dyn sapphire analyzer the customer was splashed on the face with reagent b. The customer was able to wash off the liquid entirely. The customer did not seek medical treatment. There was no injury reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The operator was reported to be in good condition. No adverse trend was found for wbc reagent part b. Labeling was reviewed and found to adequately classify the reagents and prescribes the proper protective equipment to use when handling the reagents. Based on the event details and investigation, no product deficiency was identified with the cell-dyn sapphire in regards to the reported event.

Manufacturer narrative:
(B)(4), fluid leak. A follow-up report will be submitted with the evaluation is complete.